Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that a x-ray from a non-related procedure demonstrated that the pt¿s ivc filter had migrated caudally. The pt was scheduled for a filter removal; however, during the filter removal a limb was fractured and could not be located or removed. The filter was removed successfully without incident. A follow up CT scan was performed to locate the detached limb; the limb was found in the vertebral vein and remains there. No reported pt injury.